Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the battery charger/modem was unable to power on. The cause for the failure was isolated to a defective power supply brick. Additionally, the unit was contaminated throughout. The root cause for the defective power supply brick could not be positively identified. The root cause of the contamination was ingress of insects. No adverse event resulted from the defective battery charger.

Event description:
A us distributor returned a battery charger and reported that the charger was unable to power on.